Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The patient reported after changing his battery and confirmed the time/date and battery type, the subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 07/10/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2013 with the following findings: a review of the pump black box showed no evidence of power loss. There was no damage observed to the battery compartment or cap. The cap secured to the pump and the pump was exercised for 24 hours without power loss or alarms occurring. The pump was opened and no internal moisture or intermittent connections were observed. The complaint was unable to be verified or duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.